Event description:
The pt's (B)(6) scs system includes two percutaneous leads placed in the occipital region (off-label). It was reported the pt felt a slight pain when rotating his neck. It was suspected that the pt's leads had migrated. Surgical intervention was undertaken to address this issue. The pt's leads were replaced and the new leads were implanted at a different location to eliminate migration. No further issues were reported following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.